Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown when the clinical engineer operated the panel to adjust the assist ratio. The unit was cycled several times, but it did not resume. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the solenoid driver board. The unit was tested to factory specification. It functioned normally. The solenoid driver pc board was returned to datascope on (B)(6), 2010. Additional investigation of the solenoid by datascope found that a filter cap for the pressure solenoid drive circuit, was shorted, causing the watchdog solenoid power circuit to trip.